Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04628. The pt rec'd two leads for her trial on (B)(6) 2011 (both had different lot numbers). It was reported the pt went to the emergency room because her back had broken out, and had welts. The leads were removed at the hospital. The implanting physician was called while the pt was in the ER. It was reported there were no allergy tests performed. The implanting physician did see the pt postoperative and stated the area looked dry and intact, with no signs of infection, with no welts or drainage noted. F/u with the implanting physician found he did not believe the issue was product related, and not likely an allergic reaction. The pt will f/u with the physician as needed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.